Event description:
After speaking with the doctor, the implanted device was pulled. The port was cracked and had to be removed. The following is what was on the label from the port: titanium mini-port with pasv valve and 8f polyurethane catheter; ref#45-210503; model#moo1452150; lot#1310503. From what the physician stated, this patient had a port put in almost 2 years ago that remained in the pt for over a year. It was removed about a year ago when it was found cracked and a second port was put in at that time. Last month, that port was removed and a second one was put in.